Manufacturer narrative:
(B)(4) on (B)(6) 2018, intuitive surgical, inc. (Isi) completed its evaluation of the permanent cautery spatula instrument: failure analysis (fa) confirmed the customer reported complaint that the instrument was ¿burnt and broken.¿ fa indicated the permanent cautery spatula instrument found to have charring and localized melting at the base of the spatula and the distal clevis was found to have thermal damage. Also, the permanent cautery spatula instrument had a broken proximal clevis and the pieces that broke were returned with the instrument. Fa noted that the there was no material missing when the broken piece was placed on the broken area of the permanent cautery spatula instrument. This complaint is being reported due to the following conclusion: thermal damage at the distal clevis of the permanent cautery spatula instrument is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. As of (B)(6) 2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review as no image or video was provided. A review of the instrument log for the permanent cautery spatula reported in this complaint (pn: 470184-12/n10171201 0065) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on (B)(6) 2018 system (sk1647) with 6 uses remaining. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. Failure analysis and log reviews confirmed the permanent cautery spatula instrument had 6 lives remaining, indicating that it had not expired. Implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated march 6, 2020.

Event description:
It was reported during a da vinci-assisted tongue base resection procedure, the instrument permanent cautery spatula instrument started to smoke more when monopolar energy was used. The surgical staff looked at the instrument and found it to be burnt and broken. The site completed the procedure and there was no report of a patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event but no additional information was available as of the date of this report.